Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small metal pin that connects blue plate labeled ¿push down¿ to post fell out during surgery on the back table. Straight cup impactor strike plate broke while being struck with a mallet. Surgery was not delayed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned devices confirmed the reported event. The returned device was manufactured prior to a product enhancement, and the investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.